Event description:
In 2006, the lay-user/reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs spec. (Mas) spoke to the pt five days later to obtain/verify information. 25 days later the pt woke up around 6:30 am. Soon after, the pt "fainted" and fell to the ground. The rpeorter immediatley tested the pt's blood glucose and got a "hi" message. Although the pt's blood glucose read "hi", the reporter gave her daughter juice based on the symptoms of fainting. She did not have any symptoms. The paramedics were called but before ther arrived, the pt had regained consciousness. The peramedics arrived within 30 minutes and got a "normal" reading using an unknown device. The reporter was unable to recall the reading obtained. She also stated to the mas that the pt did not receive an IV although it was originally reported that she did. The pt was taken to the hosp. For observation since she fell. The hosp obtained a blood glucose reading of over "200 mg/dl." The reporter believes that it was elevated due to all the juice that had been given to her. The hosp. Determined that the pt had suffered a "slight concussion" due to the fall but was released within 2 hours. The reporter stated that the pt takes 30 units of "lantus" insulin every evening. She stated that the pt ate dinner and took her prescribed "lantus" injection the evening before the event. Before going to bed that night, she got a reading of "178 mg/dl" and did not have any sysmptoms. The pt also takes sliding-scale "humalog" insulin but did not take any the evening before the incident or during the event. The customer care advocate (cca) verified that the pt had been using the correct techniqies for clearing and testing with the meter. The test strips were in good condition and the meter was coded properly. The meter and test strips were replaced.